Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of three reports (3007042319-2015-03965, 03966, 03967) submitted for devices related to the same event.

Event description:
It was reported, "battery switching was seen in logfiles and batteries were exchanged." Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis.the reported event of battery switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery (bat045298), in relation to the reported event. Log file analysis revealed multiple premature switching events involving controller (con186859) and batteries (bat205230, bat206126, bat206162, bat204536, bat205242, and bat203887). However, controller (con186859), batteries (bat206126, bat206162, bat205242, and bat203887) were not mentioned as part of the reported event and were not returned for evaluation. Analysis of battery (bat045298) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to high max error. High max error is indicative of a battery that is out of calibration. Supplemental testing was able to reset the max error of the battery. The battery's high max error can most likely be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25%. The controller (con186859) had not received the smr upgrade at the time of these switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is report one of three reports (3007042319-2015-03965, 03966, 03967) submitted for devices related to the same event.